Event description:
Event description guidant received information that a fracture was noted in this chronic left ventricular (lv) transvenous pace/sense lead. It was reported that the lead was thus explanted.